Manufacturer narrative:
Concomitant products: product ID 3387-28, lot# 0209096359, implanted: (B)(6) 2015, product type lead; product ID 3387-28, lot# 0209096360, implanted: (B)(6) 2015, product type lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3550s-01, lot# unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was also related to the similac burr hole and not related to lead 1.

Event description:
It was reported that the patient experienced lead migration. Actions required as a result of the event included revision where the left lead was repositioned. The patient was hospitalized. Diagnostic methods included imaging (x-ray, MRI, CT scan). The imaging showed abnormal lead migration. The patient¿s status at the time of report was alive with no injury. It was unknown if there were any patient symptoms or complications associated with the event. No effect of the stimulation because of lead migration from the target (vim left). The event resulted to a serious deterioration in the health of the patient. The event resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The relatedness was component related including lead 1, lead 2, and the burr hole cover. The outcome was resolved without sequelae. Later it was reported that one lead was modified via repositioning. X-rays performed during surgery showed right placements of both leads but 1 day after surgery the CT-scan showed migration of the left lead.

Event description:
Additional information reported the event was related to the lead and procedure. It was also noted the lead was properly locked and controlled with x-ray. It is likely that a malfunction of the stimlock occurred.